Event description:
It was reported that while changing the pump cartridge, the pump touch screen was unresponsive. Customer's blood glucose (bg) was 540 mg/dl. Customer went to the emergency room and was admitted to the hospital. Ketone level was 0.6 and was considered as "high" by the healthcare provider. Customer was treated with intravenous saline and insulin. Elevated bg was resolved and upon discharge, ketone level was 0.1; there was no reported injury. Customer was discharged on (B)(6) 2023. Pump system check was performed and the reported issue reoccurred. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed is reflective of the time zone of the country of the event.